Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded multifocal intraocular lens (iol) was implanted in a patient. One month refraction was -.50, .50 best corrected was 20/60. Tried contact lens unsuccessfully as well. Overall not happy with visual outcome. Patient will be having zlb00 removed and replaced with a light adjustable lens. Additional information received on (B)(6) 2023 stated that the lens was explanted from the patients left eye on (B)(6) 2023 and the reason for explant was that the patient was not happy with her vision. Patient did not have any other issues. There was no patient injury and no other additional medical/surgical intervention was required. The product is not being returned. The replacement lens was non jnj lens. Patient was doing good post surgery.